Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling" and "nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects linked to this procedure, which can either be immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure or both, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Healthcare professional reported after injection in the inferior and superior lips with 1 syringe of juvéderm ultra plus¿ xc, patient presented ¿lower lip nodules" 2 days post injection. It was also reported, ¿there was great swelling; however, without regression.¿ hyaluronidase was injected "after 2 weeks." Symptoms resolved immediately after the hyaluronidase injection. Patient has no history of allergies, autoimmune disease, or other relevant medical history such as dermal problems, scarring, etc.